Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's remote transmission noted noise had been sensed on the right atrial lead; the patient reported using lawnmower at the time. No intervention was performed. The patient remained in stable condition and would continue to be monitored.